Manufacturer narrative:
The dxh690t instrument leaked due to the flowcell being plugged. The field service engineer (fse) observed that the sample line was damaged causing the leak. The fse replaced the flow cell sample line with associated sleeves to resolve the leak issue. The leak overflowed out of the instrument and into the power strip it was plugged into, located beneath the instrument. The power strip malfunction and generated a visible spark as a results of the fluid leaking onto it. Per IFU p/n c06947ac in page f-4 there is a warning that stated, ¿the instrument¿s power cord cannot be connected to the power strip.¿ this is further supported by an entry in the installation and qualification checklist for 690t, p/n c11346, wherein these three checklist items appear. The main ac outlet is a three-wire outlet supplying 100 to 240 vac, nominal; 8.0 to 2.8a; 48 to 62 hz; single-phase power. The power connection for the instrument is required to be independent and not connected into multiplug power strip. Bec internal identifier (B)(6).

Event description:
The customer reported that the power strip where the dxh690t hematology instrument was plugged overloaded and generated sparks. The fire department was called and the laboratory evacuated. There was no indication of erroneous results being reported outside the laboratory. No reported change or effect on patient treatment. There was neither death or serious injury associated with the event.